Manufacturer narrative:
Operator of device is unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a system failure error. No patient injury was reported.

Manufacturer narrative:
B5: additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the plunger seal was broken or removed, both corners of the front top case were cracked, and the right plunger case was cracked upon receipt. An error code for system maintenance was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as maintenance recommended alarm was found at power up, otherwise the device functioned as intended. Root cause of the reported event is attributed to annual maintenance being due, no device fault was found. Performed preventive maintenance and functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.